Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings: a review of the pump¿s black box history showed no evidence of power reboots occurring. Visual inspection revealed that the battery compartment was cracked along the side of the threads. The returned battery cap threads were found to be stripped. The returned battery cap was not able to be secured to the pump and was unable to maintain an electrical connection with the pump. A test battery cap was used to complete all testing. The pump was exercised for 24 hours with no power reboots occurring. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.